Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("nickle sensitivity") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (undergo a total hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, allergy to metals and abdominal pain lower was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (location of device: right side slid down)/ half in the fallopian tube and half out/ perforation: through the fallopian tube"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory syndrome"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("excessive bleeding") and bladder hydrodistension ("surgery: hypodistention") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included endometriosis. Concurrent conditions included post coital bleeding, breast pain female and loss of libido. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("nickle sensitivity"), hyperaesthesia ("touch hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("hypothyroidism"), bladder disorder ("bladder problems"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder hydrodistension (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyschezia ("unable to poop from pain"), alopecia ("hair loss") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (da vinci total laparoscopic hysterectomy bilateral salpingectomy and intraoperative cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, hyperaesthesia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, hypothyroidism, bladder disorder, nausea, tooth disorder, dysmenorrhoea, bladder hydrodistension, dyspareunia, fatigue, dyschezia, alopecia and urinary tract disorder outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain and allergy to metals was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, bladder hydrodistension, cystitis, device breakage, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hyperaesthesia, hypothyroidism, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Events per pfs: touch hypersensitivity, bladder infection, urinary tract infection/urinary problems , vaginal infection, apareunia (inability to have sexual intercourse), hypothyroidism, malposition of essure device (location of device: right side slid down)/ half in the fallopian tube and half out, bladder problems, nausea, dental problems, device breakage, dysmenorrhea (cramping), surgery: hypodistention, dyspareunia (painful sexual intercourse), fatigue, perforation (uterus), unable to poop from pain, perforation: through the fallopian tube, hair loss. On 11-jul-2018: fu1 and fu2 were processed together. Medical record received. Historical condition and concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (location of device: right side slid down)/ half in the fallopian tube and half out/ perforation: through the fallopian tube"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory syndrome"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("excessive bleeding") and bladder hydrodistension ("surgery: hypodistention") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included endometriosis. Concurrent conditions included post coital bleeding, breast pain female and loss of libido. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("nickle sensitivity"), hyperaesthesia ("touch hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("hypothyroidism"), bladder disorder ("bladder problems"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder hydrodistension (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyschezia ("unable to poop from pain"), alopecia ("hair loss") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (da vinci total laparoscopic hysterectomy bilateral salpingectomy and intraoperative cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, hyperaesthesia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, hypothyroidism, bladder disorder, nausea, tooth disorder, dysmenorrhoea, bladder hydrodistension, dyspareunia, fatigue, dyschezia, alopecia and urinary tract disorder outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain and allergy to metals was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, bladder hydrodistension, cystitis, device breakage, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hyperaesthesia, hypothyroidism, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (location of device: right side slid down)/ half in the fallopian tube and half out/ perforation: through the fallopian tube/ malposition of essure device : half in the fallopian tube and half out"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory syndrome"), pregnancy with contraceptive device ("miscarriage/ pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage"), genital haemorrhage ("excessive bleeding/ abnormal bleeding general") and bladder hydrodistension ("surgery: hypodistention") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included endometriosis, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2012, 2014) and endometriosis. Concurrent conditions included post coital bleeding, breast pain female and loss of libido. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), proctalgia ("rectal pain") and diarrhoea ("diarrhea"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickle sensitivity/ nickle allergy"), hyperaesthesia ("touch hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("hypothyroidism"), bladder disorder ("bladder problems"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder hydrodistension (seriousness criterion medically significant), fatigue ("fatigue"), dyschezia ("unable to poop from pain"), urinary tract disorder ("urinary problems"), arthralgia ("hips pain"), bladder pain ("bladder pain") and gastrointestinal pain ("bowel pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (da vinci total laparoscopic hysterectomy bilateral salpingectomy and intraoperative cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, hyperaesthesia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, hypothyroidism, bladder disorder, nausea, tooth disorder, dysmenorrhoea, bladder hydrodistension, dyspareunia, fatigue, dyschezia, alopecia, urinary tract disorder, constipation, proctalgia, diarrhoea, arthralgia, bladder pain and gastrointestinal pain outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain and allergy to metals was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, bladder disorder, bladder hydrodistension, bladder pain, constipation, cystitis, device breakage, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, hyperaesthesia, hypothyroidism, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, proctalgia, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: added reporters. Historical condition was added. Updated suspect drug indication. Added events gastrointestinal or digestive system condition type: rectal pains, diarrhea, and constipation, hips pain, bladder pain and bowel pain. Updated events and onset dates. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.